Event description:
Information received from the field does not address the patient's clinical status but notes inappropriate capture and undersensing. Flouroscopy revealed that the lead tip was pointing away from the apex and the proximal ring was facing up and to the right.